Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the audio bolus keypad was unresponsive and that the internal plug was misaligned. All keypad buttons were responsive to button presses and were functioning normal. The contrast keypad button did not spring back and click back as expected. There was evidence of contamination found under the key contacts.

Event description:
The patient reported that audio bolus keypad button was not working. The patient stated that on (B)(6) 2011, the audio bolus keypad button became intermittently unresponsive and then stopped responding to button presses on (B)(6) 2011. The patient indicated that he wears the pump exterior to garment and that he does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.